Event description:
According to the reporter: occurred during an unknown procedure. The stapler was able to fire but the jaws did not open after trocar insertion. The case was completed using a new product. No patient injury.